Event description:
During evaluation of a returned minicap device, the sponge was found to contain inadequate iodine. There was no patient involvement. No additional information is available.this is report 2 of 43.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation in its original unopened package. Visual inspection revealed that the formed section of the package had evidence of excessive creasing. The packaging had a different visual appearance from normal in that the air inside the pouch had been evacuated and the pouch made a ¿crinkling sound¿ when handled. An underwater leak test was performed on the device¿s packaging with no issues noted. The package was opened, and the device contained evidence of iodine present in the sponge. The device was then weighed, and the amount of iodine present in the sponge was found to be out of specification. The reported condition was confirmed. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.